Event description:
Per the surgeon's report, the pt's flange fixture with abutment fell out five years after the surgery. There were no traumas or medical contraindications reported. Results of a CT scan done (date not reported) was inconclusive. Reimplantation is planned, but had not been scedules at the time of this report.

Manufacturer narrative:
Labeling: this type of event is addressed in the device labeling.